Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics retaining pin on latch that moves handle is broken. Tka case.

Manufacturer narrative:
Reported issue: the handle pivot locking latch became disconnected from the handpiece. Product history review: device history records indicate 25 devices were manufactured under lot: k09gv and 24 devices including 4202121 were accepted into final stock on 05/06/17. The inspection sheet lists qt-17-05-2017 as the quarantine document but it doesn't exist. It turns out that qt17-05-0029 references this lot. A review of qt17-05-0029 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n: 209063, s/n: (B)(4) in prodex lot: k09gv shows 1 additional complaint(s) related to the failure in this investigation. Complaint: (B)(4). Visual inspection: visual inspection revealed no physical damage of unit. The latch has become disconnected from the handpiece. Dimensional inspection: dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the handle pivot latch became disconnected from the handpiece. This latch allows the handle to become unlocked and rotate.

Event description:
Mics retaining pin on latch that moves handle is broken. Tka case.